Event description:
Additional information received revealed that the patient had the generator replaced due to end of service. The explanted generator will not be returned for analysis.

Event description:
Clinic notes dated (B)(6) 2013 indicated that this patient has a history of severe static encephalopathy and refractory seizures. The patient had been experiencing more frequent seizures consistently on the current management. The generator was checked and settings were not changed clinic notes dated (B)(6) 2013 indicated that this vns patient started experiencing more frequent seizures on current management. Vns settings were not changed; however, it was noted that the ifi flag was set. The patient was referred for generator revision. Surgery is likely but has not taken place.